Event description:
It was reported that the patient with this inflatable penile prosthesis was not working properly. The pump was sticking during inflation. The cylinders and pump were replaced. No patient complications were reported.